Manufacturer narrative:
The device was returned and investigated. The reported leak was not confirmed via returned device analysis. The discrepancy between what was reported (air in the sgc), and what was observed (no air/leak) may have been due to the user technique during the preparation versus the returned product analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the reported leaks. There is no indication of a product issue with respect to manufacture, design, or labeling.na

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the steerable guide catheter (sgc), air leak. It was reported that during preparation of the steerable guide catheter (sgc), air could be seen in the device when the sgc handle was tapped. Despite continued aspiration, the air did not stop. There was no water leaking from the sgc handle, and no obvious damage was observed. The sgc was not used. A new sgc was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.